Manufacturer narrative:
Date sent to the FDA: 07/19/2021. Additional h-3 summary: visual analysis of the returned sample determined that one sealed sample of product code vcp743 was received for evaluation. As per visual inspection a hole in the foil packet defect could be observed. The visual inspection concluded that the sterile barrier was compromised due to a pin hole was observed on the foil packet and paper lid caused by the tip needle. The hole in the hole in the cavity and incorrect needle park defects have been correlated to the manufacturing process. Based on the information currently available, the hole in the cavity and incorrect needle park were identified during the investigation of the sample received. This product issue will be addressed through inc¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ug/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. It was reported by a sales rep that, during an unknown pediatric surgery, before opening the package, it was found that the needle tip had been exposed from the sterile package. No adverse patient consequences were reported. No additional information was provided.